Event description:
It was reported that the pt underwent spinal surgery. During surgery, it was noted that the threads of the iliac connectors were malformed and would not accept the set screw. The set screws would not thread into two different connectors while the construct was in the wound. The surgeon then removed "it" and tried in open air. No add'l info was provided.

Manufacturer narrative:
(B)(4): the connector was returned for eval. Visual examination revealed surface witness marks consistent with attempted implantation. The top approx 2-3 threads appear to be malformed. External burrs and material deformation of threads noted on the face of the connector which is consistent with incorrect formation of threads. The thread was evaluated with a thread gage; the thread gage would not fully interface into either implant. A review of the device history records did not identify any applicable non-conformance to spec.